Event description:
Information provided states that pt had m6-c implanted at c6/7 on (B)(6) 2020. Pt experienced myelopathy and increased pain in both arms. Images show that the m6 core had migrated resulting in a revision surgery to remove the m6-c and fuse from c5 to t1.

Manufacturer narrative:
A review of the lot history record, 11062, for the device did not reveal any non-conformances to specification or deviations in the procedure. The device met the m6-c product specifications including the axial stiffness and flexural resistance specifications. The risk management files were reviewed and no new risks were identified.